Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt had a pocket revision due to discomfort at the pocket site. The pt's pocket was relocated. The pt was reportedly doing well after the procedure.